Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited noise which lead to 15 inappropriate shocks as well as out-of-range (oor) high pacing lead impedances of greater than 2000 ohms. The device was programmed off while waiting for a lead revision to be performed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.